Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump had recently been exposed to sweat. Blood glucose level was 79 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.